Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of connect issues - flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109023 was performed. There were no quality notifications issued for the failure modes reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the set disconnected and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the end of the extension set is coming disconnected. They have stated ¿it is blowing off and spraying the patient with saline/medication¿.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector the set disconnected and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the end of the extension set is coming disconnected. They have stated ¿it is blowing off and spraying the patient with saline/medication¿.